Event description:
Ous MDR - after about 8 months of being implanted, sporatic shock impedances of <25 ohms was detected by home monitoring. There were no adverse pt effects reported. The lead was explanted. Implant and explant dates were not provided for the lumax. It is unclear if the ICD was explanted. MDR 1028232-2009-00669.

Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis is therefore based on the existing production documents. The mfg process of this device was reviewed. The production documents showed no anomalies that could be related to the complaint. All mfg steps were carried out correctly. In summary, there is no indication of a mfg error.